Event description:
The customer reported a ventilator experienced a high blower temperature error code during clinical use. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer replaced the blower assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.